Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels in (B)(6) 2015. The customer stated that he had been experiencing issues with low blood glucose due to problems with his pancreas. The customer's blood glucose was 42 mg/dl. He stated that the insulin pump had had better control of his blood glucose but his doctor believed that his pancreas was producing insulin. The customer stated that he did not want to do any changes on the insulin pump, stating that the device had been working fine. He stated he was tired and did not wish to troubleshoot for the matter.